Event description:
The customer returned the device for evaluation and repair of angulation knob issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle had foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle had foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; due to damage of bending tube, up/down knob does not move smoothly; due to a scratch on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value; c-cover has a burn; adhesive around light guide (lg) lens and objective lens has white-clouded area; adhesive around objective lens is peeled; lg lens has a crack; color ring has a crack; electrical connector(el-connector) has discoloration due to water leakage; adhesive on distal end rubber coating (a-rubber) has a crack and white-clouded area; connecting tube has a wrinkle; and c-cover, connecting tube, switch (sw) sw3, protector of universal cord have a scratch. User¿s complaint of angulation knob issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information for reprocessing at the facility: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. It is not known if water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. It is not known if liquid was sent to the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing into and clogging inside the air/water channel. Concerning the cause of foreign material flowing inside the channel, the cause could not be further presumed since detailed information on the user's handling of the device was not obtained. There is no information provided to presume that the event occurred due to user¿s misuse. Olympus will continue to monitor field performance for this device.